Event description:
Alleged the bed is drifting into the trendelenburg position and is very difficult to lift out of the trend.

Manufacturer narrative:
The facilities maintenance replaced the trend cylinders to repair the bed.